Manufacturer narrative:
The suspect power control board was returned to the manufacturer for evaluation. Testing found that the resistor on the board became electrically over-stressed during bench testing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power control board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power control board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the power control board would not power on. There was no patient present when this issue was identified. No additional information was provided.